Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by edwards japan affiliate, during transfemoral tavr procedure with a 23mm sapien 3 in the aortic position, the access was obtained from the left femoral artery via surgical cutdown. A 14fr esheath was placed and balloon aortic valvuloplasty (bav) was performed. The commander delivery system and valve was advanced through the esheath+ but became stuck in the esheath+ around the distal common iliac artery (dcia). Although the insertion depth of the esheath+ was changed and propofol was injected through the flush port of the esheath+ as lubricant, the situation remained unchanged. Therefore, the delivery system was pulled back and the valve was fully placed in the loader, then the delivery system and esheath+ were withdrawn as a single unit. The team decided to use a 18fr non-edwards sheath and inserted it. The valve deployment was completed uneventfully.

Manufacturer narrative:
The device was not returned. An imaging evaluation was performed on returned device and the following was observed: esheath was partially expanded with no abnormalities (i.e., stretching) on the liner. Undersized and tortuous access vessels. Note: the minimum luminal diameter (mld) recommended per the instructions for use for a 14fr esheath is greater than or equal to 5.5mm. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed without returned product. However, imagery evaluation showed no observable issues with the liner expansion. Furthermore, an existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. As reported, "while the smallest diameter of the dcia was 5.1 mm, the largest diameter was 5.9 mm. There was no calcification. Thus, it was assessed that advancing the devices was possible. It was considered that the seam did not open due to tortuosity." Returned patient imagery shows tortuous vasculature in patient. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. There is no evidence of calcification. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. As reported, "while the smallest diameter of the dcia was 5.1 mm, the largest diameter was 5.9 mm. There was no calcification. Thus, it was assessed that advancing the devices was possible. It was considered that the seam did not open due to tortuosity." Per IFU, the mld for a 14fr esheath is greater than or equal to 5.5mm. Returned patient imagery shows undersized vasculature in patient. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. There is no evidence of a steep insertion angle used. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. The alleged inability for the sheath to expand is unable to be confirmed without the returned device. However, imagery evaluation shows no issues with the liner expansion suggesting the above patient factors contributed to the event. As such, available information suggests that patient factors (tortuosity, undersized vessels) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect was identified, no corrective or preventative action is required, nor product risk assessment escalation is required at this time.